Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device displayed an error message 'cannot locate the mpm application re-download latest software' and shuts down. There was no reported patient involvement, therefore no health consequences or impact.